Event description:
The explanted generator was returned to the manufacturer on (B)(6)2016. Analysis is underway but it has not been completed to date. However, the explanted lead was not returned to the manufacturer. Therefore, no analysis results could be provided on that suspected device.

Manufacturer narrative:
Date of event; corrected data: the previously submitted MDR inadvertently provided an incorrect event date.

Event description:
Analysis of the returned generator was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications . The battery shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 4.935% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient had undergone a generator replacement on (B)(6) 2015 due to eos and high impedance was found when running diagnostics on the new generator. Diagnostics were run again on (B)(6) 2015 days later on the new generator and high impedance was found. X-rays were taken and reported by the physician to be unremarkable. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The patient underwent surgery for lead replacement on (B)(6) 2015. The explanted device has not been returned to the manufacturer to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.